Event description:
It was reported by the hospital contact that after a 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil were successfully placed in the target lesion site, the complaint galaxy ((B)(4)) was inserted as the filling coil. However, the physician experienced a severe resistance at the distal side of the complaint prowler select plus ((B)(4)). The physician attempted to withdraw the galaxy, but he also experienced a severe resistance withdrawing it. The physician decided to remove the galaxy and the prowler together, and the galaxy was extracted from the prowler after they were safely removed from the patient. When the physician inspected each of the devices used in the procedure, he identified a foreign matter at the tip of a trupush ((B)(4), lot unknown), which was used to insert the tornado coils. For precaution, all the devices were replaced with new devices to continue the procedure, and after 3 more tornado coils (details unknown) were added, the procedure was completed without further issues. However, because of the event there was about 30 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. There was no unintended detachment of the coil observed in the mc. There were no reports of any damages to neither of the devices after use. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s mapca. The patient¿s sex and dob were unknown, whose vessels were moderately tortuous but not calcified. Continued in notes

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: 4fr sheath introducer by unspecified manufacturer, a guide wire of 0.356mm outer diameter by unspecified manufacturer, a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown), 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil, 3 more tornado coils - details unknown, galaxy ((B)(4)), trupush ((B)(4), lot unknown).

Manufacturer narrative:
It was reported by the hospital contact that after a 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil were successfully placed in the target lesion site, the complaint galaxy (640cf0515/15924880) was inserted as the filling coil. However, the physician experienced a severe resistance at the distal side of the complaint prowler select plus (606-s252x/15739445). The physician attempted to withdraw the galaxy, but he also experienced a severe resistance withdrawing it. The physician decided to remove the galaxy and the prowler together, and the galaxy was extracted from the prowler after they were safely removed from the patient. When the physician inspected each of the devices used in the procedure, he identified a foreign matter at the tip of a trupush (632774x, lot unknown), which was used to insert the tornado coils. For precaution, all the devices were replaced with new devices to continue the procedure, and after 3 more tornado coils (details unknown) were added, the procedure was completed without further issues. However, because of the event there was about 30 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. There was no unintended detachment of the coil observed in the mc. There were no reports of any damages to neither of the devices after use. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s mapca. The patient¿s sex and dob were unknown, whose vessels were moderately tortuous but not calcified. A 4fr sheath introducer by unspecified manufacturer, a guide wire of 0.356mm outer diameter by unspecified manufacturer, a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown) were used for this procedure. A non-sterile prowler select plus 150/15cm was received coiled inside of a plastic bag. The device was inspected and it was found compressed. Residues of dry blood can be observed in the device. The micro-catheter was inspected under microscope and it was found compressed as well as residues of dry blood can be observed on it. The ID and od from the micro-catheter were measured and were found within specification. The received mc was tried to flush using a lab sample syringe but the water cannot pass through of the device, then a guide wire .018¿¿ lab sample was introduced into the received mc and it advance until it was stuck at 23cm from the distal end, the guide wire was removed and residues of dry blood can be observed on it. After that the mc was cut at 24cm from the distal end the lab sample guide wire was inserted again; resistance friction was felt and additional force was applied on the device and then residues of dry blood were expulsed from the cut section. The failure reported as ¿cbs ¿ withdrawal difficulty: could not be evaluated due to the device was found saturated of dry blood. The failure reported as ¿cbs ¿ obstructed¿ was confirmed due to the received micro catheter was found saturated of dry blood. The condition of the compressed sections found on the body of the micro-catheter was apparently caused by applying excessive force on it but it and the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place which prevent this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 reports associated with complaint (B)(4).